Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
..

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to ongoing issues with t-wave oversensing diminished r-wave signals. This has resulted in the patient getting several inappropriate shocks from the s-ICD. The suspected cause may be related to system position. Since previous troubleshooting with programming changes have not been successful, the decision was made to explant the s-ICD system. The patient has also developed left bundle branch block and now requires pacing support. A cardiac resynchronization therapy defibrillator (crt-d) was implanted. No additional adverse patient effects were reported.